Event description:
A malfunction alarm occurred, displaying the code "malf 9." There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arise, which they acknowledged and understood.